Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site - reg number. The device is not returning for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis and a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Additionally, sterile/unused proglide devices returned. Testing was successfully performed on the returned unused sterile devices with no observations.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, concomitant medical products: date estimated. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional three proglide devices are filed under separate medwatch reports.

Event description:
It was reported as a general comment that about four proglide failed in the last two years in the right and left common femoral arteries with 6 and 8f sheaths. The number of patients and procedures was not provided. The method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedures. No additional information was provided.